Manufacturer narrative:
H6: codes have been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that initially the patient was doing very well with their device with minimal pad usage, however did the end of (B)(6) 2021 they began to develop significant urgency incontinence with a negative urine culture. They additionally had recently updated urine culture on (B)(6) 2021 which only revealed minimal mixed bacteria. They underwent pelvic x-ray 2 view, with no significant migration of their leads. At their most recent visit on (B)(6) 2021, they were reporting ongoing pelvic pain, incontinence requiring up to 4 pads per day, and multiple episodes of nighttime incontinence. They were referred to pelvic floor pt for very tight, tender pelvic floor muscles on exam. It was noted that they had turned the device off since their last visit, as recommended due to their ongoing pelvic pain. They were scheduled for pelvic floor physical therapy on (B)(6) 2021. The patient had requested that they possibly put in a foley catheter due to their significant symptoms. Their hcp advised against using a foley catheter due to concern about infection risk. However, the hcp did recommend putting the patient short term on an anticholinergic or myrbetriq for their symptoms. They summarized by saying that they have tried device adjustments, turning device off, checked pelvic xrays, numerous cultures, and pelvic floor pt, also myrbetriq and oxybutynin. Next visit for impedance check (B)(6) 2021. It was noted that the patient did not experience urinary retention. The issue had not yet been resolved, but no further action will be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp stated patient's ins is turned off as patient was experiencing pain. Caller inquired about using muscle stim for pelvic floor physical therapy as patient's pelvic muscles are extremely week and unable to perform muscle contractions and patient is having lots of incontinence. Caller stated patient reported system worked for several months following implant but then it stopped working and their bladder would just empty. Caller stated patient was seen in clinic in july and was cathed due to issues and had a follow-up appointment in september when patient asked to be permanently cathed due so much incontinence and pelvic pain. Caller mentioned an MRI was performed to ensure the leads were in correct position but didn't give any further information about the MRI results. The caller was not with the patient. No further complications were reported at this time.